Event description:
An rf radiofrequency generator was used for therapeutic ablation of the liver in 2006. Upon completion of the ablation, it was noted that the patient had suffered severe bilateral burns at the grounding pads located on the calves. The ablation took approximately one hour at which time no roll-off was achieved. After repeated attempts to obtain specific information on the degree of burn, the complainant revealed that a severe burn injury did occur and the patient underwent follow-up surgery for treatment.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.